Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. A correction was entered on 12/11/2025. Technical support clarified that the event was already documented under (B)(4); therefore, this submission was identified as a duplicate. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-338037was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5178433. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude it was reported that on (B)(6) 2025, the patient¿s omnipod insulin pump displayed an estimated glucose value (egv) of 110-130 mg/dl, while the actual blood glucose level was in the 310-330 mg/dl range. The device was not communicating properly with the omnipod pump. That morning, the patient began experiencing severe symptoms, including anxiety, tachycardia, and profuse vomiting, and was transported by ambulance to the hospital. Upon arrival, the patient reported excruciating chest pain, requiring fentanyl administration every 20 minutes for approximately two hours. The patient was admitted to the ICU for one day until the anion gap normalized. Although the clinical presentation and abnormal anion gap were consistent with diabetic ketoacidosis (dka), documentation of treatment and management for hyperglycemia/dka was not provided. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.